Event description:
The customer reported getting pacer test failed and pads failed message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported getting pacer test failed and pads failed message. There was no reported patient involvement. A philips bench technician evaluated the device and confirmed the failure. The internal memory card was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the internal memory card.